Event description:
Major pump unit(s) involved: drive unit failure specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: drive unit failure; aps & cpu boards were found to be loose after change out of ddc. Specific component(s) involved: pump drive unit malfunction aps & cpu boards were not tight; causative or contributing factor: no specific contributing cause identified. Intervention(s): changed to different ddc-aps board & cpu boards tightened; type: both (in the same or visit).